Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The nurse performs a closed IV cannula puncture maneuver on the patient in accordance with the code of practice, and blood extravasation occurs at the site of the connection between the catheter adapter and the isolation plug/steel needle assembly, and blood continues to leak from the connector gap, preventing normal completion of the puncture and establishment of the access.

Event description:
No additional information is available.

Manufacturer narrative:
1. The customer returned one photo but did not return the complaint unit. The photo shows blood leakage on the catheter hub; however, the specific condition of the leakage site cannot be clearly identified. 2. DHR/bhr review (lot#5304037): 1) the products of this batch were assembled at intima ii auto line 4 in nov 2025 and packaged at cfs package line in nov 2025. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 3. A retained sample of this batch was taken for relevant functional testing: 800mm simulated clinical leakage test and 45psi leakage test. The tests passed, no leakage was found on the sample. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. The returned photo shows blood leakage at the catheter hub; however, since the specific defect condition at the leakage site cannot be clearly identified and the complaint unit was not returned, further analysis cannot be done, so the root cause of this complaint defect cannot be determined. The plant will continue to pay attention to the defect.